Event description:
The customer reported via phone call that she had air bubbles in the reservoir. Customer's blood glucose was 109 mg/dl. Customer stated that the bubbles were approximately 1 inch in size. Customer stated that the pump was not rewound with a reservoir in place. Customer was advised to deliver 5 units fixed prime until air bubbles are no longer visible. Customer stated that the insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir and tubing, which may result in inaccurate insulin delivery. Customer was advised to monitor the issue and call back if issues recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.